Event description:
It was reported that a spectrum iq pump had an improper shutdown due to a loose battery. The battery had a tendency to fall out from the contact pins against the pump and caused pump shutdown. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product, h10. H11 : the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.